Event description:
"Central line being placed on patient. During procedure set up sterile probe cover placed from tlc kit and was noted to have a hole in it at the tip that gets applied to the patient's skin. Was able to take the probe cover off without breaking sterility and new sterile prob cover was placed. Probe cover obtained from tlc insertion tray from with lot# 22jbn103".